Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the patient interface with suction lost in the unknown eye of a patient, during lasik surgery.

Manufacturer narrative:
Based on the new information received, it was identified that the reported issue occurred before laser ablation. Hence, not qualified for the reportable event. The manufacturer internal reference number is: (B)(4).

Event description:
Based on the new information received, it was identified that the reported issue occurred before laser ablation. Hence, not qualified for the reportable event.